Event description:
This will be filed to report device entrapment. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4 with thick leaflets. One clip was successfully deployed on the mitral valve. To further reduce mr, a second clip was inserted. While in the left ventricle (lv) the clip became caught in chordae and was unable to be removed. However, the clip was able to grasp both leaflets and was deployed. Mr remained at a grade of 4 and the physician decided to discontinue the procedure. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported clip caught on chordae (entrapment of device). The unchanged mitral regurgitation (mr) appears to be due to procedural condition of the of the clip being caught on chordae. Mr is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstance. There is no indication of a product issue with respect to manufacture, design, or labeling.